Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 70% stenosed target lesion was located in the severely tortuous and severely calcified first marginal branch of the circumflex (cx) artery. The lesion was predilated with a 2.0x20mm balloon at 20 atms. The 2.25x28mm promus element stent was advanced but was unable to cross the lesion. Upon removal it was noted that the stent was damaged. An non-bsc stent was then advanced but also failed to cross the lesion, the procedure was completed with balloon dilation. No patient complications were reported and the patient status is good.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 70% stenosed target lesion was located in the severely tortuous and severely calcified first marginal branch of the circumflex (cx) artery. The lesion was predilated with a 2.0x20mm balloon at 20 atms. The 2.25x28mm promus element stent was advanced but was unable to cross the lesion. Upon removal it was noted that the stent was damaged. An non-bsc stent was then advanced but also failed to cross the lesion, the procedure was completed with balloon dilation. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified stent damage. The stent was damaged and stretched causing the stent to be stretched out towards the tip of the device. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon and the tip of the device was visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).